Event description:
Event description guidant received information that this recently implanted cardiac resynchronization therapy device (crt-d) delivered an approprite shock. When the patient came into clinic for post shock interrogation, the left ventricular impedances were noted to be over 2000 ohms. At a subsequent lead revision, the impedances measured within a normal range on the psa but over 2000 ohms when connected to the device. It was also noted there was loss of capture. Correct connection to the device was confirmed.